Event description:
It was reported that during a rotational atherectomy treatment procedure, there were burr removal difficulties. The lesion was located in a moderately calcified mid right coronary artery (rca). There were a couple successful ablation passes performed with a 1.75mm rotablator burr. The 1.75mm burr was upsized to a 2.0mm rotablator burr. The device was platformed at 140,000 rpm's. Once the device reached the mid rca, the burr became stuck. The physician tried to remove the burr several times without success. The burr was removed by the physician pulling hard. The rotawire was left in place and used to complete the procedure. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
The device was not returned for analysis, therefore product analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)